Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting with customer, the rse determined that ippc did not have the disk bay leds on and dirty. As per instructions of rse, the customer removed the hds, cleaned and reconnected it, now the ippc turned on and all the leds of the disk bay were on however the startup issue persisted. Upon turn off through the review module, the shutdown was looping. To resolve the issue, software was reinstalled to the ip-pc, but database creation was not possible remotely. To resolve the issue, the philips field service engineer (fse) visited onsite re-created database in ippc and host-pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at "00:00". No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.